Event description:
It was reported that an alert triggered for high left ventricular (lv) lead impedances. The patient was seen in clinic and the clinic reported "everything is normal." The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) ICD implanted: 2011 (B)(6). (B)(4).